Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
An event regarding pain involving a trident shell was reported. The event was not confirmed. Device history review could not be performed as a valid lot code was not provided. As the provided lot code could not be confirmed as valid it could not be determined if the component was within the scope of any recall. Conclusions: the event could not be confirmed nor the root cause of the reported pain determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient has ongoing pain post tha and went for a second opinion. The surgeon asked us to check and see if the acetabular component was part of the cup recall.

Manufacturer narrative:
The patient's primary implant sheet was provided. Concomitant medical products: 6570-0-232, delta v-40 ceramic head 32/+4, lot 16673001; 6265-5112, citation tmzf ha stem #2 right, lot 18072802; 623-10-32d, trident 10° x3 insert 32mm ID, lot 7wkmed; based on the minimal information provided, there is no indication that any of these devices caused or contributed to the reported event. The event was not confirmed. Method and results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been 1 other event for the lot referenced. Conclusions: the exact cause of the reported pain could not be determined since the devices were not returned for evaluation and insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient has ongoing pain post tha and went for a second opinion. The surgeon asked us to check and see if the acetabular component was part of the cup recall.

Event description:
It was reported that the patient has ongoing pain post tha and went for a second opinion. The surgeon asked us to check and see if the acetabular component was part of the cup recall.